Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 4.1 frequent failed to close errors. A field service engineer (fse) checked the latch sensors and latch hasp and identified that the latch solenoid u link plunger was binding, preventing full engagement and proper sensor registration. The u link plunger was replaced to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. Half-height drawer 4 in the bhu unit repeatedly stuck, causing failures in individual cubies and the entire drawer. No obstructions were identified during inspection. Recovery attempts triggered a "maintenance required" message, and the issue persisted. There were no delay or adverse events or injuries reported based on this event.